Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side textured implant rupture and exchange due to concern with the product¿. Device remains implanted.

Event description:
Healthcare professional reported "left side textured implant rupture and exchange due to concern with the product." Healthcare professional additionally reported capsular contracture, baker grade ll. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Manufacturer narrative:
Continued h6: f2203. Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: underweight and broken opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported "left side textured implant rupture and exchange due to concern with the product." Healthcare professional additionally reported capsular contracture, baker grade ll. Device has been explanted.